Manufacturer narrative:
Device evaluation is currently pending. A follow up report will be submitted upon completion of the investigation.

Event description:
During an implant procedure, the screw head snapped off in the distal hole of the coronoid plate. There was a delay in procedure of 10 minutes. The plate was sat off the bone distally but no adverse effects due to the reported incident to the patient were reported.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were identified. The returned screw was examined visually under magnification to confirm failure. The fracture pattern displays signs of a shear force break, which confirms the reported complaint. This could be cause by applying force to the screw head during insertion/removal that would generate breakage. Based on the information received no coot cause could be determined. Additional information: lot number and UDI.